Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred, causing the customer to experience a blood glucose level of 580 mg/dl and moderate ketones. A manual injection was administered to address bg. Additionally, it was reported that the pump battery would not hold a charge. The customer declined assistance from tandem customer technical support regarding the issue. Reportedly, the customer continued to use the pump for insulin therapy.